Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Event description section has been updated to include additional information received. No root cause has been determined; investigation is in progress. All information reasonably known as of 31 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received on 09-may-2019 indicated "the patient was conscious at that time [when the device was removed]. There was no possible cause that led to this incident. There was no damage to the patient's stoma and medical intervention was not performed. A new gastrostomy tube was inserted and nutrient has been administered to the patient."

Manufacturer narrative:
The actual complaint product was returned for evaluation. One bumper component was received. The tubing and product packaging was not received. The returned item did not contain a lot number identification. The detached bumper was examined under magnification. The distal end of the tubing remained attached in the inner diameter of the bumper. The proximal end of the tubing appeared jagged and there was a small tear at one edge of the inner diameter of the bumper. The reported event was confirmed. The device history record for lot aa8340g01 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 25 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 08 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient removed the tube on his/her own. At this time, bumper came off and it was left in the patient's stomach. A nurse tried to collect the bumper with endoscope, but it already moved to the intestine. No patient injury was reported.